Event description:
It was reported that the patient had an active infection due to healing impairment at the midline incision site. The patient went to ER and was administered IV antibiotics. The patient underwent a spinal cord stimulation (scs) replacement procedure. No further information had been obtained. Additional information was received that patient was implanted with a paddle lead and a non-rechargeable implantable pulse generator (ipg). Per physician this is due to patient having a hard time healing. The patient still in the hospital and being monitored. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 232273, UDI: (B)(4).

Event description:
It was reported that the patient had an active infection due to healing impairment at the midline incision site. The patient went to ER and was administered IV antibiotics. The patient underwent a spinal cord stimulation (scs) replacement procedure. No further information had been obtained.